Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) with 70% stenosis and was 6.0 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre dilatation and placement of a 3.00 x 8.00 mm promus element¿ plus stent resulting in 0% residual stenosis. Post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was expired.

Event description:
It was further reported that the patient was last contacted in (B)(6) 2014, during a routine follow up visit and no adverse event or serious adverse event were reported at that time. In (B)(6) 2015, the cause of the death was unknown. Also, stent thrombosis occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).